Event description:
It was reported that the speedstitch suturing device had the needle jam in the gun. The needle was removed another needle was assembled but at this point the device would not work. The event lead to a 30-minute surgical delay. No further pt complications were encountered as a result of this event.

Manufacturer narrative:
Add'l MFR narrative: pt identifier, age, weight and gender were not made available.